Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cyst/deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral breast cysts and spontaneous right sided deflation post procedure. The issues were diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2021-07456 for contralateral prosthesis report.